Manufacturer narrative:
(B)(4). The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, concentric lesion with 90% stenosis in the distal right coronary artery (rca). The 2.5 x 15 mm rx tenku balloon catheter was advanced pre-dilatation; however, the balloon ruptured during first inflation at 10 atmospheres. The device was changed to a 2.75 x 15 mm nc tenku balloon catheter and a xience stent was deployed the procedure was completed without any issues. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.